Event description:
My quality of life has deteriorated from this procedure. I went in thinking this has got to be the easiest form of birth control...and it was, if I only knew what all the side effects were and what damage it was going to do to my body. There are no words for what the type of stabbing pains I get in my abdomen/rectum. Unexplained skin reactions, complete physical/emotional exhaustion, chest pains, joint pains, headaches, tingling in your hands/legs/feet, burning from the inside out, unbelievable leg cramps, neck/shoulder pain discomfort, intense headaches, sharp breast pains, nipples itching, nipple discharge, mucus stools, discharge, extreme bleeding after sexual intercourse, unexplained hip/knee/spinal pains - the list could still go on.